Manufacturer narrative:
A ge rep evaluated the system and ordered a new power cable, but no conclusion can be drawn as further repair info is not available.

Event description:
It was reported that the system shut down on its own. No pt injury was reported.